Manufacturer narrative:
Esp personel advised him to press the fill key after confirming that the helium tubing had no blood. This worked and they resumed puming.

Event description:
User called into emergency support program line to request and report issue cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.